Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date (B)(6) 2024; explant date brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). Patient reported shortness of breath and heart pain. The patient is currently in the ER. Hospitalization was noted. No troubleshooting has been performed. The cause is unknown, but the issue has been attributed to the leads. It is unknown if the issue has been resolved, but the rep will report any new information that becomes available.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had no issues in relation to the stimulator. The patient continued the trial and was successful.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6), implanted: (B)(6), 2024 explanted: product type screening device product ID 977d260 lot# serial# (B)(6), implanted: (B)(6), 2024 explanted: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) implanted: (B)(6) 2024 product type screening device. Product ID 977d260 serial# (B)(6) implanted: (B)(6) 2024: product type screening device. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that none of this was related as it was a panic attack. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.